Event description:
Right leg stirrup came out of bracket with patient's leg in the stirrup. The stirrup came out of the stirrup holder during surgery. Surgeon was standing next to leg and was able to hold leg and it was at the end of the case. No harm to the patient. Biomed tech tested yellofins stirrups. Connected both brackets to surgery bed. Brackets tight and stirrup was moved to different directions. Unit was steady with no issues. Stirrups returned to service.